Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. It was reported that the patient's handset was glitching and getting stuck at 90% when connecting to their pump. The patient stated that the issue had been ongoing for about 2-3 months and it was getting worse. The agent walked the patient through clearing their data, and the patient was able to successfully connect with no lag. The patient later called back stating that the handset was glitching even after clearing out the data. The patient mentioned they only use the handset once every 4 hours and they charged it yesterday, but now they only got 40%. The patient was warm transferred to healthcare information technology (hcit) for further assistance. The patient latter called back and reiterated previous documented information, and stated when they connect to their pump using their handset, it would take 2-3 minutes in the loading screen, they might get a bolus in 2 hours and the handset glitches. The patient received a handset replacement for it not holding a charge, and wanted to sync to their pump. The agent walked the patient through connecting the handset to their communicator and was able to connect to the myptm app (my personal therapy manager application).